Event description:
Customer reports one incident of a blood leak at the onset of treatment on use number 4. Noted by a blood leak alarm and confirmed with hemastix. Treatment was continued with a dialyzer and new bloodlines without further incident. No pt injury or medical intervention was reported.